Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which ipgs, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs ipg, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 8783247.

Event description:
It was reported that the patient had a hematoma following their lead implantation on (B)(6) 2024. The patient was then admitted to rehab, followed by being admitted into hospice care before passing away on (B)(6) 2024. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.